Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge tubing was leaking. A cartridge change was performed to address the issue. There was no reported adverse impact to the customer's blood glucose level.